Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 is still under infusing. No patient involvement. Date of event (B)(6) 2020.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, no fault was found with the returned pump. All accuracy testing was found to be within in-house specifications of +/-3%. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.